Event description:
It was reported that while examining soon-to-be expiring stock, it was discovered that the unit packaging was compromised. It was reported that the foam packing was breaking down and leaving residue on the implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.